Manufacturer narrative:
Siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the falsely depressed carbon dioxide (co2) result. Hsc reviewed the information provided by the customer and instrument data files. Quality control was in range and no issues were noted with other patient samples indicating that the instrument and assay were performing acceptably. No product nonconformance with the assay or instrument was identified. The instrument is fully operational. The cause of the event is unknown. The device is performing within specifications no further evaluation is required.

Event description:
A discordant falsely depressed carbon dioxide (co2) result was obtained on a patient sample on a dimension vista® 1500 system. The discordant result was not reported to the physician(s). The same sample was reprocessed on the same instrument. The reprocessed result was higher than the discordant result, considered correct and reported. There are no known reports of patient intervention or adverse health consequences due to the discordant result.